Event description:
It was reported that during a procedure of the right superficial femoral artery, the armada 35 balloon dilatation catheter was used for predilatation at 12 bar [atmosphere] for 60 seconds without incident. The balloon catheter was removed from the anatomy; however, a small vessel dissection was noted at the stenosis. A non-abbott stent was used to treat the dissection and the stenosis. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the potential adverse events section of the armada 35 pta catheter instructions for use, is a known adverse event associated with use of the device. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.